Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product/photographs provided confirmed foreign debris is present on the cavity flange of the sterile packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product was implanted.

Event description:
It was reported a hair was found on the edge of the plastic implant container below white seal/covering. Attempts have been made and additional information on the reported event is unavailable at this time.